Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at an unspecified time on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿250, 150 and 450 mg/dl¿ with the subject device, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages his diabetes with insulin (lantus, no adjustments) and he advised that in response to the alleged inaccuracy issue, he increased the dose of his medication; administering 40 units of lantus. The patient reported that approximately an hour after the alleged issue began, he developed symptoms of feeling ¿weak, dizzy and sweaty¿. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr established that the unit of measure was set correctly on the subject meter; that the patient was following the correct testing procedure and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject device. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering an increased dose of insulin based on the alleged inaccurate readings he obtained.